Event description:
It was reported that over the past six months, there were rising bipolar capture thresholds on the left ventricular (lv) lead. The lead also had rising bipolar impedance over the same timeframe. Both were now high. The lead was reprogrammed. The capture threshold was still marginally elevated, however the physician deemed it acceptable. Radiographic/fluoroscopic appearance was considered to be normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the lv (left ventricle) was high. Lv capture management threshold measurements were steady at approximately 2 volts through (B)(6) 2014, then gradually rose up to approximately 4.5v by (B)(6) 2015 and has remained stable. Lv lead pace impedance was steady at 700 ohms through (B)(6) 2014, then gradually rose up to approximately 2100 ohms by (B)(6) 2015 and has remained stable.